Manufacturer narrative:
Contact reported that at the time of the removal, the screws were in place and the plate secure. He also reported, that the surgeon was not overly concerned about this event but did want to make the company aware of the outcome. No definitive conclusions can be made at this time. Outcome appears to have been directly related to pseudoarthrosis. Surgeon did not believe that there was a connection between the event and any shortcoming of the device.

Event description:
Contact reported, that the pt was seen and diagnosed with adjacent level disc disease. When the surgeon looked at the test results he found pseudoarthrosis (non-union) at one of the previous fusion levels. During the procedure, he noted metal debris under the swift plate at the site of the pseudoarthrosis. As an adverse outcome was reported an MDR is being filed to document this event.